Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The patient stated that two cartridges leaked. The patient confirmed that the luer lock was secure on both cartridges when the issue occurred. The patient reportedly experienced elevated blood glucose (bg) over 400mg/dl due to the leaking cartridges. There were no reported signs or symptoms of hyperglycemia. The patient¿s bg at the time of the call to animas was reportedly 363mg/dl with no reported signs or symptoms. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported cartridge leak issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings:a lot review was performed and no failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. A retain sample of the same lot number was also tested on 01/09/2014 and no defects were found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.